Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error with pump error. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for critical pump error and pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant critical pump error alarm and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm due to critical pump error alarm.